Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a male patient was placed on bipella support. The patient labs were hemolyzing. A decision was made to remove the impella rp flex. Upon removal, a clot was noted at the pigtail of the device. Further information stated that care was withdrawn and the patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.